Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, vasoview hemopro 2, while collecting the right svg after collecting the left svg, they noticed that the black part of jaw was peeled off, (the silicone part is not completely removed from the jaw) so they used another new vasoview hemopro 2. The heating element was not lifted. No detached parts have fallen inside the patient. Device was not open when inserting the cannula. There was no resistance when inserting the cannula. There is no delay in the procedure. There is no harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6-investigation findings -device returned, h3- if other provide code -explain- device returned the device was returned to the factory for evaluation on 01/03/2023. An investigation was conducted on 02/09/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Charred material was observed on the base of the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment of the heater wire at the tip of the hot jaw. The clear silicone insulation on the tip of the hot jaw was observed to be peeled back from the center of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back as well, with slight detachment from the cold jaw tip. The black sheath of the shaft was observed to be bent and cracked at the center of the shaft. No electrical testing was conducted due to the condition of the heater wire as well as the sheath of the shaft. Based on the returned condition of the device, the reported failure "peeled; jaw" was confirmed and the analyzed failures "material twisted/bent wire" as well as "break shaft" was observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: h10 the lot # 25163181 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.